Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( ecgs non-functional) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, there was a short along the +5v to orange (lead 2) wire along the ECG c and d cable. The cause of the test failure is the shorted wire. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.